Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that pump displayed multiple alerts resulting in suspending insulin delivery. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.